Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the product history and complaint database could not be performed since the lot number was not provided.

Event description:
A customer alleged a procedure was completed without incident. The physician noted a small effusion, during post ablation check. The decision was made to do a pericardial tap and pulled 90 ml from patient and they were admitted to hospital beyond the standard of care. Expected to fully recover.